Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04456. It was reported that a pericardial effusion with tamponade occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system along with a watchman® access system were used. The patient was on heparin during the procedure; marcumar was contra-indicated. The closure device was successfully implanted without any problem. A few hours later the patient experienced a pericardial effusion with tamponade. A pericardial puncture was performed and they removed 300ml of blood from the pericardium. No further patient complications were reported and the patient¿s status is stable.